Event description:
Flange came off while trach was in patient; as a result, the patient was decannulated. Date of occurrence in unknown. Trach is changed every two weeks and not re-processed. The broken trach was used less than two weeks.